Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of here was a hair in the packaging with the brush.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was to be used during a scope cleaning on an unknown date. During unpacking, a hair was found in the packaging with the brush. There was no patient involvement with this event.